Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Top and bottom cases were in excellent condition. Error history log review found a force sensor bridge test. The root cause of the reported issue was found to be a fluid ingression (fluid inside the plunger head assembly) caused failed force sensor calibration. Actions were taken to mitigate the reported issue: replaced complete plunger head assembly including plunger tube and cable. Performed power up process and device passed all the test.

Event description:
It was reported that the pump had a force sensor error. No patient injury was reported.